Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. Undersensing during atrial tachycardia/atrial fibrillation (at/af) episodes at times triggering device defined termination of episodes was also noted on the right atrial (ra) lead. Both pacing leads remain in use. No patient complications have been reported as a result of this event.